Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer sent e-mail reporting that after using 3 brush heads for a short time, the small iron that makes the brush rotate breaks. No injury was reported. On 17-may-2019 follow-up: the consumer reported the product logo did not disappear when scratched.